Manufacturer narrative:
MDR 3003442380-2024-08540 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the canada. On (B)(6) 2024, it was reported that the patient experienced that two infusion sets fell off during use. Infusion set was in use for about a day. No further information was available.